Event description:
It was reported that after the customer's cartridge change, two bolus requests were not delivered in full (occlusion alarm). The customer made note of the amount delivered, and calculated how much more was needed to complete the initial bolus. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation; however, should new relevant information become available, a supplemental report will be submitted.